Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. The device had reduced capacity due to overdischarge.

Event description:
The patient had a car accident two weeks ago and since then he felt his unit had not been working right. It does not feel right. The patient felt stimulation but it was random. The pain level was unbearable. There was no pain at the implant site but the patient felt pain around the unit on both sides of his back especially on the right side, it was extremely painful. This was new pain that started after the accident. There were no error codes or messages on the patient programmer (pp). The patient¿s doctor ordered a cat scan to check the device. The cat scan was performed last week and everything looked okay. The patient¿s health care provider (hcp) told the patient to schedule an appointment with a company representative as the next step. The company representative reported on (B)(4) 2014 that they have gotten in touch with the patient and will see him on thursday. It was later reported on (B)(6) 2014 that the patient¿s stimulation had changed due to the car crash (patient¿s car was hit from behind). The CT scan showed the leads were in the same position. Impedance values were taken and were healthy, 890-1035ohms range. The patient¿s system was the type where they turned stimulation on initially and it was perfect. The device was reprogrammed and was able to get coverage for the patient today. It was noted that programming had to go from one to two programs. The patient¿s right side was always a little worse. The patient¿s stimulation situation was addressed today via reprogramming. It was additionally reported that the stimulation coverage was good after the device was reprogrammed.

Manufacturer narrative:
Note: previously reported fdcs replaced with (B)(4) due to return of device and updated coding guidelines. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the battery was shutting on and off. The implantable neurostimulator (ins) was explanted on (B)(6) 2015. Impedance issues had been tested with no issues found. Reprogramming had also been performed to determine if it was a sensor issue. The patient then requested it be replaced. The issue was resolved and the patient was getting good stimulation coverage post-operation. The device was returned for analysis. No follow-up was required. This event will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported on 04/07/2014 that two days after the programming session the patient started to experience a surging sensation. Right after the programming session the patient felt great, no pain. The company representative had done such a great job getting the pain taken care of. The settings were adjusted in the back a few weeks ago. Now the patient will be at 3 and it will jump up to 5, something random. No matter what position the patient is in, it comes on at random. The patient was going in on wednesday for a nerve block and when it hits he twitches. The patient has not updated his surgeon. The patient had just turned the stimulation on with the charger but was going to grab the pp to check his settings. The patient just turned it on 5.8v and it started to surge. The patient turns the device on with the pp with the top left button. The stimulation was off and then turned it on with just pushing the top button. By doing it that way, it would create the undesirable sensation and a different way was discussed to prevent the undesirable sensation. The pp recognized that the patient was laying down and was at 4.50v but it should be 2.5 something. The patient then adjusted it down to 2.55v and was still feeling the surge even though it was not monitoring. The patient then decreased it to 1.00 and it still surged. The surging started about 2 weeks ago and it was not too bad except for the first couple of days. It decreased a little bit and the patient was able to tolerate the surging and adjusted settings. The patient was not able to adjust the settings now and the surging was getting worse. It was suggested to the patient to turn the stimulation off until checked by a health care provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
It was reported almost five months later that since the car accident, the patient has felt stimulation increase uncomfortably when standing still, unrelated to position change. The adaptivestim settings were removed, which did not resolve the issue. The electrode and group impedances showed in normal ranges. The patient had asked for his device to be reprogrammed. The encrypted file did not show a problem. The patient was waiting for the results of the x-ray that was taken of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.